Event description:
Pt suffered a crushed disc in oct. 2002. The device was implanted. Almost immediately the pain started and it grew worse until it became unmanageable. Pt went to see another doctor who removed the implant only to find that the screw was broken on the right side.